Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00065 for the first event and MDR #1219856-2011-00067 for the third event involving the same patient. It was reported that the rediguard intra-aortic balloon (iab) was inserted into the same insertion site. The md removed the spring wire guide (swg) after insertion of the iab and when the arterial pressure (ap) waveform did not work, the iab-s840c was removed from the femoral artery. The md allowed the swg to remain in the patients' femoral artery. Another iab was requested for insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in iab therapy was for the length of time needed to prep and insert an iab successfully. There were no reported patient complications. The patient outcome is ok.